Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.